Manufacturer narrative:
The returned valve was patent. There was a large tear across the top membrane of the delta chamber. Therefore all other testing was precluded. It is unknown how or when the damage occurred. There was proteinaceous debris observed within the interior and exterior of the valve. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking from the peritoneal end. According to the report, the device was not used on a patient and did not have patient contact. Reportedly, the device was not implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.